Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneously high ise patient results which includes sodium (na), potassium (k) and chloride (cl). The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided a verbal example of false results for one (1) patient.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the ise (ion selective electrode) buffer valve to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).